Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned products noted that the trocars, cannulas and envelopes seals appeared intact. The blue circular seals were disengaged. Pmv performed functional testing which noted that the devices passed air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged circular seals may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic gastric sleeve procedure, the customer noticed that the product seal was sticking when instruments were being passed down through it. A new device was used in order to complete the case. The patient status is stable.